Event description:
Meter was reading inaccurately low. The pt visited their physician due to the results on their meter. They brought their meter and the result was 26.9mmol/l. The pt interpreted the result as 269mg/dl. The physician's meter read 454mg/dl. The pt was experiencing thirst at the time. The pt was given insulin at the physician's office. They had taken insulin at home before going to the physician's. The pt just began taking insulin in the beginning of the month (the pt did not have the insulin type and dosage. Prior to that they were taking 5mg of glyburide and the physician increased it to 10mg. Te pt stated that the test strips are in good condition. The control solution was expired. The pt was using the correct testing technique and the code numbers matched. The pt does not know how long the meter was reading in the incorrect unit of measure. Based on the info provided by the pt, there is no evidence of meter malfunction; the meter was set incorrectly. There is, however, evidence of user error contributing to a serious injury. The pt was under-medication due to the misinterpreted results, which led to hyperglycemia. The pt is being sent a new bottle of control solution and an owner's manual. No further info has been reported.